Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula contact pad damaged (wrinkled) unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor had sensor anomaly and sensor had little curved. The customer¿s blood glucose was 150 mg/dl. The sensor will be returned for analysis.